Event description:
Event description cpi received information that this implantable pulse generator (ipg) and bipolar leads, model 4269 and intermedics, were explanted for erosion. The ipg was reimplanted two days later in the opposite pectoral site with two new bipolar leads.